Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant sodium data on the architect c8000 analyzer. The following data was provided: (B)(6); result: 117; repeat 131. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the ict module (ln 9d28-03 sn (B)(4)) and the ict pre amp cable (pn 2-89069-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.